Event description:
Pt complained of sudden onset of pain in the knee (anteriorly) 4 months after implantation. X-ray showed radiolucent line under patellar flange and anterior chamber. Implant was removed with considerable difficulty. There was fibrous ingrowth with bone attached upon removal. A new porous implant was cemented in. Tibial insert (cat no 6642-1-809) was removed only to facilitate removal of femoral component. An 11mm insert was implanted after cement cured for the best stability of the knee on the table.